Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The full lead was returned. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during the implant procedure the lead was placed into the right atrium at multiple sites and it was difficult to obtain sensing and capture through the lead. The lead was not implanted. No patient complications have been reported as a result of this event.